Manufacturer narrative:
On an unreported date, pd therapy was discontinued and the patient¿s catheter was removed (current mode of dialysis therapy was not reported). On an unreported date, the patient was discharged from the hospital. At the time of this report, the fortum, vancomycin and amikacin were discontinued and the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day, the patient was treated with an injection of vancomycin (1 gram, route, frequency and duration not reported), injection of fortum (1gram, route, frequency and duration not reported), and an injection of amikacin (500mg, route, frequency and duration not reported). Pd therapy was ongoing. At the time of this report the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.